Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082640) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I will be getting a hysterectomy for removal") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (will be getting hysterectomy for removal ((B)(6) 2019)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: serious injury criterion: required intervention, hospitalization were reported, but not specified and/or assigned to one of the event. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082640) on 28-jan-2019. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wire embedded within the proximal of the tubes lumen') and uterine haemorrhage ('abnormal utreine bleeding') in an adult female patient who had essure (batch no. 948842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine haemorrhage with essure. The reporter commented: serious injury criterion: required intervention, hospitalization were reported, but not specified and/or assigned to one of the event. Essure insertion details: the right ostia ere adequately visualized, and the essure device was deployed with four coils seen. Attention was then turned to the patient's left ostia, which in a similar manner, the essure device was deployed and four coils were seen post-deploy. Surgical pathology report: proliferative endometrium and adenomyosis. Nabothian cysts and cervix epithelium without significant pathologic abnormality. Fimbriated fallopian tubes without significant pathologic abnormality. Paratubal cysts. Metallic coils in fallopian tubes, gross. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total obstruction to passage of contrast into the peritoneal cavity following the essure procedure. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: embedded device, pelvic pain and uterine hemorrhage". Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events" embedded device, pelvic pain and uterine bleeding' were added. Essure lot number was added. This case was medically confirmed. Patient date of birth, lab data, reporter causality comment and reporters were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082640) on 28-jan-2019. The most recent information was received on 06-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wire embedded within the proximal of the tubes lumen') and uterine haemorrhage ('abnormal utreine bleeding') in an adult female patient who had essure (batch no. 948842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine haemorrhage with essure. The reporter commented: serious injury criterion: required intervention, hospitalization were reported, but not specified and/or assigned to one of the event. Essure insertion details: the right ostia ere adequately visualized, and the essure device was deployed with four coils seen. Attention was then turned to the patient's left ostia, which in a similar manner, the essure device was deployed and four coils were seen post-deploy. Surgical pathology report: proliferative endometrium and adenomyosis. Nabothian cysts and cervix epithelium without significant pathologic abnormality. Fimbriated fallopian tubes without significant pathologic abnormality. Paratubal cysts. Metallic coils in fallopian tubes, gross diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total obstruction to passage of contrast into the peritoneal cavity following the essure procedure. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: embedded device, pelvic pain and uterine hemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case has been identified as a potentially duplicate case of (B)(4). All references and source documents from deletion case (B)(4) were transferred to this case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082640) on 28-jan-2019. The most recent information was received on 11-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wire embedded within the proximal of the tubes lumen') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 948842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine haemorrhage with essure. The reporter commented: serious injury criterion: required intervention, hospitalization were reported, but not specified and/or assigned to one of the event. Essure insertion details: the right ostia ere adequately visualized, and the essure device was deployed with four coils seen. Attention was then turned to the patient's left ostia, which in a similar manner, the essure device was deployed and four coils were seen post-deploy. Surgical pathology report: proliferative endometrium and adenomyosis. Nabothian cysts and cervix epithelium without significant pathologic abnormality. Fimbriated fallopian tubes without significant pathologic abnormality. Paratubal cysts. Metallic coils in fallopian tubes, gross. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total obstruction to passage of contrast into the peritoneal cavity following the essure procedure.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: embedded device, pelvic pain and uterine hemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.